Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 105 caused by an intermittently seizing motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt injury.